Manufacturer narrative:
The reported event of stretched was confirmed. A visual inspection revealed that the helix length was stretched out of specification consistent with force applied during procedure. A device history review (DHR) was performed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the helix of the leadless pacemaker became stretched during the implant procedure prior to fixation. The device was removed to resolve the event, and the patient was in stable condition.